Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4). Analysis of pump, serial #(B)(4), revealed gear train anomalies. Corrosion and/or wear and/or lubrication occurred. The stall was due to shaft-bearing. Analysis of a partial distal catheter segment revealed a dried drug or blood occlusion. Leaking was also seen. However, the holes found were caused when an occlusion was attempted to be cleared. When the catheter was rolled with a pin, the densely packed dried material inside inadvertently crushed up and poked holes through the catheter walls, created breaches not related to the event.

Event description:
It was reported that the pump was replaced on (B)(6) 2013. No additional information was provided. The device system was used to deliver dilaudid, clonidine and baclofen.

Event description:
Per the attorney, on (B)(6) 2013 at approximately 2:26am, the patient presented to the hospital emergency room (ER) with a dislocated right prosthetic hip joint and right hip pain. An attempt at hip reduction was performed in the ER but was unsuccessful. At 6:28am, the patient was admitted to the hospital for observation and surgery was consulted. The hospital was aware that the patient had a pain pump delivering dilaudid, baclofen, and clonidine. At approximately 1:24pm, the patient underwent surgery consisting of a closed reduction of the right prosthetic hip dislocated joint. On (B)(6) 2013 at 4:50pm, progress notes indicated that the patient¿s pain was moderately controlled, he appeared groggy, had oxygen desaturations, and severe nausea. The patient had a self-administering machine which delivered dilaudid in an unknown dose which was indicated by the patient to be a small dose. At 6:37pm and 10:01pm, neurological assessments were performed and both assessments were noted as being not within defined limits; the patient was drowsy and lethargic. On (B)(6) 2013 at 5:24pm, a nursing note indicated that the physician had been informed of the patient¿s oxygen levels. The patient was alert but drowsy and that was why no sedatives were given. At 8:15 am, the nurse entered the room to administer medication to the patient and found him unresponsive; rapid response was called at 8:20am. The physician that responded placed a magnet over the pump to deactivate it. The physician noted that the patient had suffered acute respiratory failure/respiratory distress, most probably from narcotic pain medications from the pump. The plan was to transfer the patient to the ICU (intensive care unit) to be closely monitored. At 7:16pm, the physician¿s progress note stated that the plan was to continue the magnet on the pain pump. Narcan had been administered with quick improvement in mentation. The patient had suffered respiratory failure and narcotic overuse. On (B)(6) 2013, a psychosocial assessment was performed and the patient was not within defined limits. The patient was confused, unable to follow commands, restless, agitated, anxious, and verbally aggressive; security was called to his room. At 11:58am, the patient was feeling better, was alert orientated and stable; the acute respiratory failure was resolved. The patient was mo ved out of the ICU to a semi-private room. On (B)(6) 2013 at 9:34am, the physician¿s notes indicated that the patient¿s altered mental status secondary to medication overdose was resolved and the patient¿s hypoxia due to narcotic excess resolved. They were planning to reactivate the pump and watch the patient closely. The magnet was removed from the pump sometime prior to 2:10pm. An hour after the pump was reactivated, the patient was unresponsive and rapid response was called at 2:10pm. The patient was resuscitated and administered narcan. The patient was moved to the ICU. He was agitated and confused, but not lethargic. The pump was deactivated with a magnet and the progress notes indicated that the physician suspected that there was a problem with the pump function. Another progress note indicated that the event occurred two hours after the pump was reactivated. At 4:17pm, the pain specialist entered the patient¿s room to perform a consult. The patient was aphasic, not answering questions and a minute later started seizing. After consulting with the patient¿s pump managing physician, the pain specialist restarted the pump at 50% of its previous dose. The patient was discharged from the hospital on (B)(6) 2013. The patient suffered short term memory loss as a result of the event which did not resolve and was permanent. The patient suffered mental anguish. The pump was defective and dispensed an excess of narcotic drugs causing him to be over-medicated.